Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported deflation, affected side unknown. Patient reported additional events of "got really sick", "chronic fatigue, muscle/joint pain, severe muscle weakness, chronic migraine headaches, brain fog, dry eye, hair loss, frequent urination, significate weight gain", and "inability to lose weight" are deemed not device related. The device has been explanted.